Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse wants to verify settings and thought baby should be warmer than current temperature in the arctic sun device. Nurse stated that they had changed devices because they had temperature probe issues and stated that the baby had already completed rewarming prior changing the devices, so they started the therapy in normothermia mode. Nurse stated that the target temperature was 36.5c, patient temperature was 35.8c, water temperature was 35.8c and flow rate was 1.2lpm. Mss walked nurse through changing to rewarm phase of hypothermia therapy and discussed the difference in control strategies between normothermia and hypothermia therapy. Mss also discussed about flow rate and interventions to increase flow for neonatal pad. Nurse said they would troubleshoot pad placement if flow rate decreased and currently stated no alarms or alerts. Mss advised to call back if any additional issues or if baby was not able to maintain at target temperature. Per follow up information received via phone on 29sep2021, nurse stated that the baby was not rewarming on the second arctic sun device and temperature had gone down to 33.4c. Nurse stated that they had placed the arctic sun device into manual mode and reset the beginning temperature and restarted the rewarming phase. Nurse stated that the baby began to rewarm, and therapy was completed with no further issues. Nurse stated that the biomed came to look at the first arctic sun device and determined it needed a new cord from unit to patient and would bring one when they could find one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse wants to verify settings and thought baby should be warmer than current temperature in the arctic sun device. Nurse stated that they had changed devices because they had temperature probe issues and stated that the baby had already completed rewarming prior changing the devices, so they started the therapy in normothermia mode. Nurse stated that the target temperature was 36.5c, patient temperature was 35.8c, water temperature was 35.8c and flow rate was 1.2lpm. Mss walked nurse through changing to rewarm phase of hypothermia therapy and discussed the difference in control strategies between normothermia and hypothermia therapy. Mss also discussed about flow rate and interventions to increase flow for neonatal pad. Nurse said they would troubleshoot pad placement if flow rate decreased and currently stated no alarms or alerts. Mss advised to call back if any additional issues or if baby was not able to maintain at target temperature. Per follow up information received via phone on (B)(6) 2021, nurse stated that the baby was not rewarming on the second arctic sun device and temperature had gone down to 33.4c. Nurse stated that they had placed the arctic sun device into manual mode and reset the beginning temperature and restarted the rewarming phase. Nurse stated that the baby began to rewarm, and therapy was completed with no further issues. Nurse stated that the biomed came to look at the first arctic sun device and determined it needed a new cord from unit to patient and would bring one when they could find one.